Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 388 mg/dl at the time of incident and the current blood glucose level was 419 mg/dl. The customer was assisted with troubleshooting. The customer had given herself a correction bolus but it seems like was not correcting her blood glucose. Customer stated that she did not had syringes and pens and had no ketones test strips. Customer stated that they did not used auto mode at the time of event. Customer declined to troubleshoot and stated she will immediately change her set and reservoir after this call. The insulin pump will not be returned for analysis.